Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay user/patient¿s son contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter was reading inaccurately high compared to her feelings and/or normal results. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter advised that the alleged issue began 9-10 p.m., on (B)(6) 2017. The reporter claimed that the patient obtained a blood glucose result of ¿226 mg/dl¿ with the subject device, which she felt was high compared to her feelings and/or normal readings. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with self-adjusted insulin (type and dose not reported) and the reporter advised that in response to the alleged elevated reading, the patient administered her usual dose of insulin based on a sliding scale; however, he was unable to advise the specific dose administered. The reporter stated that 20 minutes later, the patient became ¿disoriented¿ and was ¿slouching on the chair and sweating¿. The reporter stated that he immediately called paramedics who reportedly measured the patient¿s blood glucose at ¿61 mg/dl¿ on their device and took the patient to the emergency room (ER). The patient was reportedly treated with IV glucose at around 10:26 p.m., following a blood glucose reading of ¿51 mg/dl¿ being obtained on the ER device. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter. The csr confirmed that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr also noted that the patient did not have testing supplies available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs suggestive of a serious injury adverse event and received hcp treatment for an acute low blood glucose excursion after administering insulin based on the alleged elevated reading obtained on the subject device.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.